Event description:
A malfunction alarm occurred, indicated by malfunction code 16. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for a replacement pump, confirmed the customer's shipping address, and instructed the caller to switch the pump to storage mode before returning it through a pre-paid label within 10 days. The customer agreed to use multiple daily injections as a backup insulin therapy while awaiting the replacement.